Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose level was 6.1 mmol/l. The customer stated that the insulin pump had multiple pump error. The customer also stated that buttons of insulin pump had not been pressed for 3 minutes or longer. The customer was unable to clear the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, sleep current measurement, active current measurement. No unexpected pump error 37 or pump error 68 alarm noted during testing. The motor was tested outside of the device and passed.